Event description:
Breast augmentation 6/75; breast cancer - left breast 5/79; breast cancer - right breast 10/79 (adenocarcinomca - fibrocarcinoma); breast cancer - recurrence - left side - metastatic 3/80. Lymphocytic infiltration, acute and chronic inflammation, and bacterial infection.